Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an emerge balloon catheter. The balloon was loosely folded, with contrast in the balloon and shaft. The device was soaked in a warm waterbath for 2 days. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The device was functionally tested by attaching an inflation device to the hub of the emerge catheter and applying positive pressure. The balloon was inflated to rated burst pressure and held for 5 minutes. The catheter did not leak and held stable pressure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00mm x 15mm emerge balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00mm x 15mm emerge balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.